Event description:
Customer reported the unit's interlock pin fell out. There was no report of pt involvement. Investigation/conclusion: investigation of the product revealed that the reported fault was verified. The failure of the product has resulted from the lack of maintenance as recommended by the manufacuturer. According to datex-ohmeda records, this unit has not been serviced since 1998. Datex-ohmeda recommends the unit be returned every 3 years for routine maintenance and calibration, as stated in the tec 5 operation and maintenance manual.